Event description:
The caller reported that no drops of insulin were seen at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was 599mg/dl. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.